Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for no image could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the video system center, the screen went black and a scope communication error (b30) occurred during a diagnostic procedure. It was reported that improvements were made by cleaning the electrical contacts afterwards, and the procedure was completed. The additional device used together with the subjected device was gif-h290 sn: (B)(6) there were no reports of any health risks associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.